Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer complained about the sensor showing that glucose level was normal when blood glucose is low. The customer stated that on (B)(6) 2017, he was sitting down; the sensor was reading 150 and blood glucose was 28 mg/dl. The customer was getting something to eat and stared convulsing. He woke up without knowing what happened and could not even walk. The customer treated with sugar and orange juice. He stated that blood glucose level was fine 2 hours prior and the sensor did not indicate it was going low. Troubleshooting was declined. The insulin pump will not be returned for analysis.